Manufacturer narrative:
Investigation outcome: the ventilator was switched on at 15:46 on (B)(6) 2025 and began operating in asv mode (adaptive support ventilation) at 15:53. Within the first minute of operation, the device triggered several alarms. These included high pressure in the airways, a possible separation on the patient side, low tidal volume, low minute volume and restrictions on inspiratory volume. As ventilation continued, the device also indicated that it was unable to achieve the set targets and reported alarms due to high respiratory rate and pressure limitations. Later, at 16:44 , the mode was changed to simv+, a different type of ventilation mode. Despite the device's ability to compensate for leaks, it reported maximum leak compensation, which is used to compensate for leaks in the ventilation system, as well as a low tidal volume. At 16:50, the mode was changed back to psimv+, a pressure-controlled mode. This mode triggered fewer alarms, but shortly before the ventilator was switched to standby mode, the device again reported a low tidal volume. The device was checked using the service software and tested in accordance with the service manual. No defects were found during this check. An application specialist checked the log files and agreed with this conclusion. As the device did not exhibit any internal problems, the most likely explanation for the problems is user-specific. Possible causes of the problems include selecting the wrong ventilation mode for the patient, setting inappropriate ventilation parameters, a leak between the device and the patient (e.g. Due to improperly connected or defective accessories) and a lack of user training in the correct use and setting of the various ventilation modes. To resolve the problem, it was advised that the user be thoroughly trained in the available ventilation modes and their correct application in various clinical situations. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
The following was reported to hamilton medical ag: ¿approx 2 minutes out from queens hospital, went over a bad patch of road with +++ bumps. Ventilator started delivering high frequency of breaths similar to that of a disconnection. Then stopped ventilating all together for approx 5-10 seconds, followed by a single breath, further short pause and then started ventilating ineffectively. Fio2 increased to 100%. Hitting the high pressure alarm of 40, not delivering effective breaths. In line suction passed down ett with no issue. Disconnected from vent with water circuit hand vent - bilateral air entry with no difficulty in ventilation. Reconnected to hamilton and switched from volume control to pressure control. Peep 8 and insp pressure of 22 - minimal volumes being delivered - insp pressure increased to 28 and only achieving volumes of approx 300 - no concerns at this point with oxygenation (sats always remained >99%) and good etco2 trace (just an increase in etco2 reading - as expected with reduced mv). Asked if space in resus for us to touch down prior to getting in the lift to jitu, as at the time not keen to get in a lift to 4th floor and not ventilating effectively. Ed cons advised no space in resus. Attempted to call queens hospital itu reg/cons for additional support and help with local equipment/advice on destination. Oxylog arrived during this time and attached to local drager oxylog - volume control vt 450 peep 8 and pip 28 with no ventilation issues once switched from hamilton vent. Transferred on 100% oxylog on vc. No further issues.¿ this incident occurred during transport while the patient was being ventilated by the hamilton-t1 ventilator. The patient was in between ventilated with a manual resuscitation device (ambu-bag). Once at the hospital, the patient was connected to another ventilator. There is no harm as a result of this incident reported.